Manufacturer narrative:
It was reported that the ventilator did not pass the pre-use check, especially the pressure transducer test. Our field service engineer investigated the ventilator, the expiratory cassette membrane, the inspiratory pipe was cleaned and the nozzle units were replaced. Replacement of the nozzle units solved the reported failure. No logs were provided and the replaced nozzle units was not returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).